Event description:
Patient hit arm against side of crib and sheared end of PICC line off. Line was separated at "butterfly" piece and tubing. PICC line was placed in another city prior to admission here. Patient dismissed from hospital to see specialist who inserted line.